Event description:
I had essure inserted in (B)(6) 2012, and had a few months of no symptoms other than bleeding. Immediately following the dye confirmation test, and persistent throughout the last year I have had very painful and persistent symptoms (irregular bleeding, pain in my sides that will not go away, lower back pain that will not go away, abdominal pain, joint pain. I feel like my ovaries hurt. If that makes sense, constant bloating). I am the most healthy person I known. After a year of these symptoms and no relief, I have come to the conclusion that it's the implants. I would like to have them removed as soon as possible, but do not want reversal. I had them inserted to avoid pregnancy. Also, in another strike against equality for women, insurance considers this an "elective" procedure, and I'll have to pay (B)(6) to have the essure implants removed. At this point, I'm willing to go homeless to be rid of them and the pain.